Event description:
It was reported that it was planned to replace a patient¿s generator and replace the leads (for compatibility with the new generator. However, the patient was also experiencing pain at the generator site and the physician noted concern for current leakage as the original lead has been in place for 17 years. Clinic notes were received from a surgical consult on (B)(6) 2017. The notes stated the vns has not been functioning well. Additional relevant information has not been received to-date. No known surgery has occurred to-date.

Event description:
Replacement surgery occurred. The explanted devices have not been received by the manufacturer to-date. Follow-up from the physician provided that the patient complained of random ¿jolts¿ at the generator site. The revision of the lead and replacement of the generator were for patient comfort. The results of the most recent device systems diagnostics were reported to be okay.